Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a e110 optical filter error. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: e2, e3, g2 ("health professional" should not be selected as the contact/reporter is not a health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) years since the subject device was manufactured. Based on the results of the investigation: consideration of phenomenon (1): it was presumed that (cm) printed circuit board failure affected to operation and function of optical filter then e110 was displayed. Consideration of phenomenon (2): it was presumed that [there was no image when shaking the connector] occurred due to video connector socket failure. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during maintenance. There were no reports of patient involvement.